Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer's other blood glucose around 480 mg/dl, over 150 mg/dl, 280 mg/dl, 314 mg/dl and 324 mg/dl. The customer did experienced the symptoms such as nausea, vomiting and thirsty. The customer was treated intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. Based on report customer did allege insulin pump was under delivering. The customer performed displacement test and test was passed and high pressure test was failed. The customer stated that the auto mode was not active during high blood glucose level. The insulin pump will be returned for analysis.